Event description:
It was reported that 3-0 prolene suture was used in a mitral valve replacement in 1997. It was reported that the pt started experiencing congestive heart failure symptoms over the past three months. Physician did a transesophageal echocardiogram and observed that the valve was leaking. Physician re-operated on the pt in 2001 and placed a new mitral valve using prolene and ethibond sutures. The physician's surgical report stated "the pledgets were still attached to the atrial wall, and the knot was still attached to the valve but the suture between had broken in two areas." The pathologist's report confirms the physician's observations in his surgical report. "Two broken blue sutures are noted" per pathologist's report, and that "no signs of obvious prosthetic defect are noted." Caller stated that pt is now home, and has had no post-op complications.